Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Manufacturer narrative:
The valve was patent. It met the requirements for reflux, pressure flow and pre-implantation testing. It did not meet the requirements for leak testing due to a small tear near the proximal occluder. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that prior to implantation during the procedure, the physician found that the ventricular catheter component of the shunt leaked. According to the report, a new device was obtained to complete the procedure and there was no impact or injury to the patient.